Event description:
The manufacturer received information alleging an everflo oxygen concentrator had evidence of thermal damage. It was reported to the manufacturer that the patient was smoking a cigarette while using the device. The patient took off the nasal cannula prior to any harm. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The manufacturer confirmed the device had evidence of thermal to the front cabinet caused by an external source. There was no evidence of thermal damage to the internal components of the device. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."